Manufacturer narrative:
Block b3: approximated based on the date the article was published. Block d4, h4: the literature article did not provide the suspect lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block 2: literature source: f. Corte-real, et al. "Lumen-apposing metal stent bleeding risk: management of splenic artery" acg case rep j 2025; 12:e01831. Doi:10.14309/crj.0000000000001831. Block h6: imdrf device code a0106 captures the reportable event of stent blocked/occluded. Imdrf patient code e2327 captures the reportable patient complication of splenic necrosis. Imdrf patient code e2006 captures the reportable patient complication of splenic artery erosion. Imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf patient code e011903 captures the reportable patient complication of syncope. Imdrf patient code e1032 and e0506 captures the reportable patient complication of hematemesis. Imdrf patient code e230101 captures the reportable patient complication of fever. Imdrf impact code f19 captures the surgical intervention of splenectomy. Imdrf impact code f2202 captures the additional endoscopic procedure. Imdrf impact code f23 captures the embolization of the splenic artery. Imdrf impact code f2203 captures the imaging procedure.

Event description:
Boston scientific corporation became aware of the following event that involves an axios stent and electrocautery enhanced delivery system through the article titled, "lumen-apposing metal stent bleeding risk: management of splenic artery", by f. Corte-real, et al. The study demonstrates an approach to a rare but potentially fatal complication of lumen apposing metal stents (lams). A case of a 49-year-old male patient who developed hematemesis and syncope three and a half weeks after lams placement for peripancreatic collection drainage. A computed tomography scan revealed splenic artery erosion by the distal flange of the stent. Splenic artery embolization was performed before lams removal, and splenectomy was required 3 days later. Please see the referenced article for full details. The patient remains asymptomatic after two years of follow-up.